Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. Upon visual inspection and after checking logs, the fse found the safety disk to not be seated correctly and the connector for the purge line not all the way connected. The fse re-seated the safety disk and connected the purge line all the way. The iabp unit performed an autofill and started pumping. The fse completed testing per manual to manufacturer specifications. The unit passed all calibrations and checks, was returned to the customer and cleared for clinical use.

Event description:
It was reported that an autofill failure occurred on the cs300 intra-aortic balloon pump (iabp), while in use on a patient. No adverse event was reported.